Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown unexpectedly. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that a breaker blew in the room while the device was connected to a patient. The customer informed the rse that it was not known if the ventilator caused the breaker to blow, or if the breaker blew and then caused the ventilator to shut down. The customer requested a philips field service engineer (fse) be sent onsite to evaluate and repair the device. The customer was provided with and accepted a quote for onsite service. The fse went to the customer site and found that the device would not turn on. It was determined that the power cord was bad by measuring the resistance of the cord. The power cord was swapped with one from another ventilator and the device experiencing the issue turned on as expected, confirming that the power cord originally installed in the device experiencing the issue was bad. The fse stated that a replacement power cord would be ordered to replace the bad one. This investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) went to the customer site and replaced the power cord. The performance verification, electrical safety, and internal battery tests were completed, the device passed, and the device was ready for use. In a good faith effort (gfe) response from the customer received, the patient information was provided for the patient from the date of the event- age 59 years, weight 75 kg, height 172 cm, gender female. The investigation concludes that no further action is required at this time.